Manufacturer narrative:
No patient information is available because no patient was involved. Part return has been requested. No further details on the nature of the damage or status of part return have been provided. Part not received by manufacturer.

Event description:
A medtronic representative reported a system articulating arm that would not tighten properly. No patient was present at the time this was discovered, and details as to how this damage occurred are not available.